Event description:
1. Pre-operative equipment eval correct prior to procedure. 2. Alcon phaco equipment failure during intraocular lens procedure. 3. Equipment malfunction called to alcon co through 800 number. Suggested need for replacement foot pedal and cable. 4. Co unable to provide timely product replacement. 5. Procedure aborted, capsulotomy performed. 6. Surgeon decision to recover pt, attach eye patch, transport by ambulance to another surgical facility to complete procedure.